Event description:
It was reported that high impedance was observed on a system diagnostic test on the patient's vns system. The manufacturing records for the lead were reviewed by the manufacturer. All quality tests had passed prior to distribution. Surgical intervention to remove the lead has not occurred to date. No additional pertinent information has been received to date.